Event description:
Device malfunction: none. Symptoms: hemodynamic. Time of symptoms: during the procedure in 2006, resolving 3 days later. It was reported that the pt experienced hemodynamic episode during a stenting procedure of the left internal carotid in 2006 and was discharged home 3 days later. The event resulted in prolonged hospitalization, was treated with vasopressors/inotropes, and lasted 3 days post carotid procedure. No additional infomation was available.

Manufacturer narrative:
During processing of this complaint, quality assurance attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.